Event description:
It was reported that the patient presented in clinic for follow-up. The pulse generator exhibited backup vvi operation. It was noted that the patient was overdue for device check. The device was explanted and replaced. The procedure went well and patient was stable prior, during and after the procedure.

Manufacturer narrative:
No conclusion code available. The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to due to code corruption; the cause was unknown. The device was received with no output and no telemetry. The implant duration exceeded the device¿s projected longevity and is considered normal battery depletion.